Manufacturer narrative:
A philips field service engineer ((fse) went onsite and confirmed the malfunctioning speaker issue. The fse replaced part (453564673831:mx_100/x3 speaker assembly) to resolve the issue. A good faith effort (gfe) confirmed that there was no sound on the device, nor was sound during the inop. The device was being used on the network, and the x3 was working connected to a bedside monitor. The product malfunction was confirmed; the speaker was faulty. The device was operational after repairs were completed.

Event description:
It was reported that a speaker malfunction inop was displayed on the intellivue x3. It is unknown if there wa still sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). A follow-up report will be submitted upon completion of the investigation